Event description:
It was reported that the patient had been hospitalized. The patient's blood glucose levels reached 200 mg/dl while wearing the pod longer than 48 hours. It was also reported that the patient had a low-grade fever of 99 degrees. The patient was treated with fluids. The patient was released the a few hours later. The pod was worn when seeking medical attention. The patient reported a discrepancy between the settings on the patient's controller versus what the glooko report was showing.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.